Event description:
Follow-up info has been received from the emergency physician on 9/2001. Reportedly, the pt was awake but slightly confused, with a blood glucose level of 40 mg/dl. The pt receives antihypertensive medications and has a known allergy history to penicillin anc codeine. The case has been recoded to hypoglycaimia.

Event description:
Pt reported that pt fainted and experienced a low blood glucose level after using a novopen 1.5 insulin delivery device. Pt stated that pt administered their morning dose of humulin 70/30, 40 units, with the device in question around 08:00 on event date. Pt also stated the pt forgot to eat breakfast after the injection. However, pt ate lunch that day, after which pt took their granddaughter to the hosp ER. At approx 17:00 on the event date, while at the ER, the pt fainted. The medical staff at ER took pt's blood glucose reading with a monitor and noted that pt's level was 40 mg/dl. The pt was treated with intravenous (IV) fluids (unspecified), IV dextrose, and was monitored for cardiac activity. As a result of the incident, the emergency physician lowered the dose of insulin. The pt stated that they do not usually change the disposable needles (brand unk) with each injection. Pt is also taking an unspecified oral hypoglycemic drug, and an unspecified antihypertensive drug. Further info has been requested.